Event description:
It was reported that the right ventricular (rv) lead had high short interval counts (sic) and unacceptable sensing values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. It was noted that the helix was bent, the helix was out of specification on the number of turns to extend, the outer insulation was breached cut, and there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.